Manufacturer narrative:
Recall: 162748712192011-003-r. This ipg serial number was included in field advisories. (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient was unable to turn on his scs system. The sjm representative met with the patient and was unable to establish communication between the patient's ipg and multiple external devices. The patient's ipg is inoperable. In addition, it is unknown when the patient last used or recharged the device. As such, the patient may undergo surgical intervention to address the reported issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up information revealed the patient underwent surgical intervention where the ipg was explanted and replaced with a different model.